Manufacturer narrative:
H3, h6: it was reported that, after a total hip arthroplasty surgery, the patient experienced an infection. This was treated via a revision surgery during which an unknown polarstem, femoral head, liner, and cup were explanted and exchanged for competition implants. The current health status of the patient is unknown. The device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch number and the exact product number are not known, it is not possible to perform a review of previous related complaints. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states infection of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. Although infection was noted as the reason for the revision, the clinical root cause of the infection cannot be confirmed. The infection is highly likely of an exogenous nature and is not associated with the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tha surgery, the patient experienced an infection. This was treated via a revision surgery on (B)(6) 2023, during which an unknown polarstem was explanted and exchanged for a prostalac implant. The current health status of the patient is unknown.